Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked and clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. After establishing final arm angle (efaa), the clip was deployed. After deployment, the clip opened to an arm angle of approximately 60 degrees and mr increased to severe. Fluoroscopy showed both leaflets remained well attached to the clip, but the clip was mobile. A second clip was deployed for stabilization, and the mr was reduced to 3-4. The mean pressure gradient was 4mmhg; therefore, no additional clips were attempted. The patient was stable after the procedure and both clips remained attached to both leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported clip open while locked appears to be due to the challenging patient anatomy (posterior leaflet prolapse). The reported failure to adhere or bond appears to be due to a mechanical issue as post deployment, the clip opened slightly and partial clip movement was suspected. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was received which reported that there was no grasping difficulty. No additional information was provided.